Event description:
Event description cpi received information that the patient's implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system was oversensing. Non invaisive testing noted significant noise on the rate sensing and high voltage electrograms. Flouroscopy revealed that the proximal and distal coils of the transvenous defibrillation lead may be touching. The physician performed an invasive procedure and elected to replace both the ICD and the transvenous defibrillation lead and implant a pectoral system.